Event description:
(B)(6) stated that they have been having symptoms of rapid heartbeats, heart skipping beats, and feeling faint. Pae reported by patient, (B)(6). No further information provided or available in regard to this report.